Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she notice a pattern for 2 weeks, the insulin pump screen froze no matter which button she pushed the screen would not come up, had to press a bunch of different buttons for the screen to respond to button press. The customer¿s blood glucose level was controlled tight in the 100s mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer reported that all the buttons were unresponsive. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. The customer reported that the frequency of the event was a few times a day. The customer mentioned that the issue continued even after changing the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No frozen display, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.